Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination, wear abrasion, crease fold, and brown particles. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.